Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak within the cycler during treatment complete step #9 of pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. The patient also reported experiencing some touch screen problems during setup that were resolved after rebooting the cycler three times. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotic cephalexin 500 mg tabs twice a day for two days on (B)(6) 2019. The sample availability, receipt of cycler replacement, and return of reported cycler are unknown. Multiple contact attempts were made to reach the patient and to date there has been no response.